Event description:
Caller reported multiple intermittent occlusions. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to perform several corrective actions with the insulin pump, including disconnecting tubing, adjusting the t:lock, and delivering specific bolus doses, which were completed successfully. It was confirmed that supplies should be replaced as necessary, and customer was advised to resume insulin, with additional assistance requested if needed. Csa to replace pump. Customer reverted to an alternative method of insulin therapy.